Manufacturer narrative:
A complete lead was returned for evaluation. Visual inspection did not find any anomalies. Electrical testing indicated the lead met specifications with no shorts detected. A flush test was performed and no indication of leaks were observed. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During an implant procedure, the lead was repositioned and rinsed in between positioning attempts to prevent clogging. After rinsing, water leaked out through the insulation of the lead near the connector. The physician does not believe the leak was due to implant damage. A new lead was used to complete the procedure. The patient is stable.